Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial#: unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving lioresal with concentration 2000 mcg/ml at a dose rate of 180.2 mcg/day via an implantable pump for post spinal cord injury and intractable spasticity. It was reported the patient¿s pump had gone empty and they were doing a normal refill on (B)(6) 2020. They wanted to do a single bolus to get the patient started on their therapy right away. The reason for the report was to request assistance programming a bolus using the physician programmer. At the time of the report they pulled the logs to confirm the empty reservoir alarm and the hcp was then walked through the steps to program a single bolus. The reporter indicated they planned to consult with the hcp to see what to bolus. No further patient complications have been reported as a result of this event.